Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the als (m4735a, heartstart xl defibrillator/monitor) indicating that the defibrillator does not charge the battery. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the defibrillator does not charge the battery. The customer was informed the device had reached the end of life (eol) and end of service (eos), therefore service could no longer be completed on the unit and there are no parts available for repair. Eol letter sent to the customer. No repairs were performed by philips. The device remains at the customer site. Because the device reached the end of life (eol) and end of service (eos), it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised the device reached the end-of-life (eol) and end-of-support (eos) statuses, it cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.